Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy-assisted distal gastrectomy, the cartridge was connected as usual and firing was att empted, but firing could not be performed from the middle and stopped, and the knife did not advance. The procedure was completed with another device. There was no patient injury.